Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system had a blue screen without prompt from the user that prompted the user to restart the system as windows had not been shut down properly during the previous use. Restarting the imaging system restored functionality. It was noted that the issue occurred while setting up the imaging system. There was no patient present when this issue was identified. It was later reported that the issue was suspected to have been caused by an external mouse or universal serial bus (usb) was plugged into the viewing station of the imaging system. However, confirmation could not be provided. No additional information was provided.